Manufacturer narrative:
Product ID bi71000442: serial:s/n (B)(6), lot# rev.2; product ID bi71000443: serial :(B)(6), lot# rev. 2. H3: the position controller was returned to the manufacturer for analysis. The position controller was analyzed and no failure found with this part. Codes associated with the position controller: fdr 213, fdc 67 h3: the gantry motion controller was returned to the manufacturer for analysis. The gantry motion controller was analyzed and no failure found with this part. Codes associated with the gantry: fdr 213, fdc 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed the system would not dock as the pins would stop 3 inches from the divots. The position controller and the gantry motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. The position controller and the gantry motion controller were received by the manufacturer, however analysis results were not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported there was a docking issue in which the system could not invalidate home. The system is stuck in a home calibration. This issue was noted outside of a procedure,and there was no patient involvement.